Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The knot is not tightened. The variable depth straw was not returned. A functional evaluation could not be performed due to the implants had already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include t1 or t2 not being secured. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during meniscus repair surgery, the t2 implant of the ultra fast-fix deployed, but could not be tightened and knotted. T1 and t2 implants were removed with tweezers. The procedure was completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Complaint reference number: (B)(4).